Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of less than 16 mg/dl at the time of the incident. The customer had not taken any insulin the night of the low. The customer was given glucagon shots to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer believes the set caused his low. The customer also stated that when he puts on a new set, instantly he notices his blood glucose levels drop. The insulin pump will not be returned for analysis.